Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a tented leaflet. Per the operative report of (B)(6)2010: "then, the suture from the annulus was passed through the sewing ring of the number 25 bioprosthesis which was lowered into the wound and sutures were tied. The anterior annulus and sutures were tied first and then the assembly was removed and the posterior annular sutures were tied. The last suture, when it was tied, it tented the leaflet so, the sutures were removed but there was no evidence that the leaflets were caught into any stitches or pledget or any other tissue but it was just tented and it was not competent, so it was decided to explant this bioprosthesis and replace it with a new one."

Event description:
Leaks occurred in 14 different transfer sets. All the 14 transfer sets were from the same lot number. Upon further investigation by a baxter nurse on site, it was found that the center had trained the patients to very tightly lock the cap of the transfer set. The nurse noted that it might be the root cause of leaking transfer sets at this center.

Manufacturer narrative:
The patient also has another related event; please reference the other medwatch filed under patient identifier #(B)(4).

Manufacturer narrative:
(B)(4) = tented leaflet.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.